Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the insulin pump was scratched making it hard for the customer to read the. At the time of the phone call the customer's blood glucose was 178 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.